Manufacturer narrative:
The customer¿s report that the tubing leaked was confirmed. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection of the set noted a pinch/protrusion of the tubing in the area several inches below the lower fitment component. Examination under magnification observed a tear only in the area on the back of the packaging. No other damage or issues were observed. Functional testing confirmed leaking from the cut. The cause of the leak was identified to be due to the observed tubing damage. The root cause of the damage was not identified.

Event description:
It was reported that the tubing leaked. During set-up, the rn primed the tubing with saline and then hooked it up to the patient's IV site. It would not run on the pump and the rn noticed that it was leaking. A small pinhole was visible in the IV tubing. The rn found that blood did back up into the tubing due to the open line allowing it to backflow. The rn switched to a different primary line to resolve the issue. It was further confirmed during follow up, that there was no patient harm as a result of this event.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that tubing leaked. During setup, the nurse primed the tubing with saline and then hooked it up to the patient's IV site. It would not run on the pump and the nurse noticed that it was leaking. A small pinhole was visible in IV tubing. The nurse found that blood did back up into tubing due to the open line allowing it to backflow. The nurse switched to a different primary line to resolve the issue. There was no patient harm.